Event description:
It was reported that the right ventricular lead dislodged. The lead was to be repositioned, but the physician decided to explant and replace the lead. During the implant attempt, once the new lead was placed in the heart, the pacing threshold was not acceptable. When the physician tried to reposition the lead, the helix would not retract. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically d istorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).